Event description:
A company sales rep reported that a diabetic pt was diagnosed with endophthalmitis after undergoing an uncomplicated cataract extraction. Three days following the surgery, the pt complained of shivering and high fever which were attributed to a common cold and the body's "emergency response." No eye treatments were administered at that time. The next day, the pt complained of decreased visual acuity. Upon examination, the intraocular pressure was found to be elevated to 50 millimeters of mercury and mild corneal opacity was noted. The pt was given intravenous and subconjunctival antibiotics and was started on a cycloplegic eye drop. During examination of the pt later that morning, the "disease situation appeared to be aggravated", visual acuity had been reduced to hand motion, and there was a large amount of anterior chamber exudation. The physician informed the pt that a vitrectomy procedure may be necessary and the pt was transferred to an alternate hosp for further treatment. The surgeon reported that the initial cataract extraction procedure was uncomplicated; products used were all for single use; and the handles for emulsification were all sterilized by autoclaving. The surgeon had no complaints of any company products and considered this event to be related to the pt's "body constitution or the other possibilities". The pt has undergone a vitrectomy procedure in addition to vitreous injections. A sample was taken from the vitreous cavity and has been sent to the lab to culture for analysis.

Manufacturer narrative:
The facility did not request service. For this unspecified handpiece, the serial number (s/n) was not provided and could not be determined based on the info provided. Therefore, mfg info could not be obtained. There was no sample returned and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this sys. A clinical analyst reviewed this complaint and stated the following: "the customer reported that after a cataract procedure a pt experienced endophthalmitis. The pt required a vitrectomy. The customer stated all consumable products were all for single use. The phaco handpieces were all sterilized by autoclaving. The physician had no complaints on the products and considered the endophthalmitis was related with the pt's body constitution or the other possibilities. The pt is being followed and is having the treatment of vitrectomy and vitreous cavity drug injection. The vitreous sample was taken from the vitreous cavity and sent to the lab to culture for analysis. There are multiple factors that could contribute to the occurrence of endophthalmitis. A pt's ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore, isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis the most prevalent. Deoxyribonucleic acid (dna) analyses of s. Epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the pt before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative pt risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The sys is a closed sys. It is operated with a sterile single use consumable cassette which is designed to solate the pt fluid path from the console itself. Any reusable surgical instrumentation that would come into contact with the pt would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product (dfu). There is no evidence that the design or performance of the phaco handpiece caused or contributed to this reported event of endophthalmitis. The root cause cannot be determined conclusively. (B)(4).